Event description:
Device issue: difficulty advancing recovery catheter. Time of device issue: during the procedure. Adverse event: additional recovery catheter used to retrieve filter. Onset of adverse event: during the procedure. It was reported via a trial that during the right internal carotid artery procedure, during filter removal, the rx accunet recovery catheter (rc) did not cross the lesion. Additional post-dilatation was done using a larger balloon; however, neither the rc nor rc2 were able to cross. The filter was retrieved using a non-abbott catheter. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.